Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 222 to 396 mg/d. A correction bolus was delivered to address the bg level. A cause for the past and present occlusions was unable to be determined.